Event description:
A malfunction was reported with the customer's pump, identified with malfunction code 24. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by technical support. The customer was instructed to return the faulty pump to tandem using the provided return box and pre-paid label within 10 days, after placing it into storage mode as instructed.